Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ping meter read inaccurately compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The reporter did not provide results obtained with the subject meter or the other device. It is not known how the patient manages her diabetes or if changes were made to her usual management routine. Symptoms were not specified. The reporter alleged she "may take patient to the emergency room (ER)." It is not known if the patient went to the ER or whether treatment (if any) was provided. Based on the information obtained at this time, there is no indication that the subject meter caused or contributed to a serious injury and no evidence the patient received medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged inaccuracy remained unresolved.